Event description:
Patient reported their front teeth touch causing them bite issues and tmj issues. They are experiencing jaw misalignment; this was not present prior to byte aligner treatment. They are experiencing significant jaw alignment issues, including tmj symptoms, bite interference, and anterior tooth contact directly caused by your aligners. This is a contraindicated patient for bonded retainer.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.